Event description:
It was reported by customer that there was a leak of chemotherapy at the level of the junction of the y tubing, I. E. At the bottom of the needleless connector. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that there was a leak of chemotherapy at the level of the junction of the y tubing, i.e. At the bottom of the needleless connector. No other information was provided. Additional information received 9/11/2023: "1 needle installation: needle installation and permeability check done. Note the presence of flow on a holey field. Flow from the bouchon y. Treatment not started this time."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a crack in the y-site was confirmed. The sample was evaluated and this event was determined to be related to a supplier manufacturing condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by customer that there was a leak of chemotherapy at the level of the junction of the y tubing, i.e. At the bottom of the needleless connector. No other information was provided. Additional information received 9/11/2023: "1 needle installation: needle installation and permeability check done. Note the presence of flow on a holey field. Flow from the bouchon y. Treatment not started this time."